Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) during inspection performed by the customer, had a fan sound that was too loud. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The customer feels that the fan's sound is too loud, but the engineer's on-site test is not abnormal, and the functional test is also normal. Only when there is some slight moisture in the pipeline, it has been removed and returned to the customer for use. And confirmed that the sound is normal when the motor is operating. Excessive moisture was found during the inspection. The fse removed the moisture from the pipeline and performed a leak test. The unit passed all leak, functional, and safety checks to meet manufacturer specifications. The unit was cleared for clinical use and returned to the customer.